Event description:
MFR became aware of pt death and evaluated available info against current procedures. The event did not meet MDR reporting criteria per MFR's current procedures. In an effort to obtain add'l info regarding pt deaths for summary reporting request, certificate of death was requested, received and reviewed by MFR. Death certificate indicates that pt was found lying on stomach in bed and that the pt had a seizure and suffocated with head in pillow. Cause of death is listed as suffocation secondary to grand mal epilepsy seizure. No autopsy was performed. There is no evidence that the ncp system caused or contributed to the reported event; however, based on the reported cause of death, although it is not believed that it is likely that the vns therapy caused or contributed to the pt's death, it cannot be definitively rule out as a factor.